Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low glucose event after lunch while not meal announcing; after an earlier prolonged hyperglycemic episode, the device appeared to overcorrect, leading to hypoglycemia with a nadir of 38 mg/dl, which the patient treated with oral glucose tablets and a sports drink, and glucose subsequently trended upward; no device component issue was identified and available information was insufficient to attribute a device malfunction. Symptoms included hypoglycemia and malaise. Outcomes included an unexpected medical intervention requiring medication in the form of oral glucose; a serious injury or illness was coded based on the reported low. Investigation included communication with the patient and analysis of user-provided reports and logs. Investigation of this case revealed no specific findings and no device problem could be confirmed due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.